Event description:
The customer reported a red x failed op check with charge/shock error messages. There was no pt involvement as this was found in testing.

Manufacturer narrative:
(B)(4). The devices was evaluated by a philips field service engineer. Replacement of the therapy pca resolved the reported symptom. The device passed all testing and was returned to service.